Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Imagery was provided by the reporting site. The provided imagery was reviewed and following observations were made: one (1) bent strut was observed at the inflow of crimped valve, which appeared bend outwardly more than 90 degrees. Post-expanded valve, one (1) bent strut remained at the inflow. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. As reported, 'an implant of a 23mm sapien 3 ultra valve, by transfemoral approach. A bent strut was observed on images. Available images show that the valve got to exit the sheath and was implanted in aortic position'. The frame damage during insertion through sheath and/or anatomy could be potentially from multiple factors (i.e. Vascular tortuosity and calcification, steep insertion angle, not fully inserted loader, high push force and device manipulation during the insertion). Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, a bent strut was observed on imaging. Images show that the valve exited the esheath and was implanted in the aortic position.